Event description:
It was reported that the patient had ligamentous instability. Revision surgery occurred to correct the issue.

Manufacturer narrative:
It was reported that the patient had ligamentous instability. Revision surgery occurred to correct the issue. Review of the device history record indicates that the device was manufactured to specification.

Manufacturer narrative:
Revision surgery is planned to exchange the poly insert. Reason for revision is unknown at this time. Record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned to exchange the poly insert. Reason for revision is unknown at this time.